Event description:
It was reported that the patient was never shown how to use the patient programmer, and no one at the hcp's office knew how to work the device. The patient was being catheterized twice a day per the hcp's instructions and the reporter was afraid that he would get an infection. It was noted that the patient needed a cane to walk and would often fall and need to be picked up, as he was paralyzed in the right hand and lower leg from a previous injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model unknown, lot# unknown, implanted: unknown, explanted: na; programmer: model 3037, serial# unknown.